Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.findings: broken reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer's insulin pump fell down and broke. Customer stated that the insulin pump could not be turned on. Insulin pump will be replaced. No additional information provided.